Event description:
A report was received that the patient had a number of infections and was explanted. The patient had a history of (B)(6). The patient was given IV antibiotics through a PICC line and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 (B)(4) model description:artisan surgical lead with platnalock technology - 70cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.